Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Technical services reviewed the stored ventricular episode and found the patient has atrial fibrillation (af) with rapid ventricular response (rvr) in which the device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy. Additionally it was noted that the patient has true ventricular tachycardia (vt) in which the device successfully delivered therapy for. The patient continues with this cycle and therapy was then exhausted. The patient rhythm was left in vt. It was noted that the patient is not compliant with his medication. Technical services recommended to consult with the physician to see if they want to change the treatment, medication or programming. At this time, the device remains in service. No additional adverse patient effects were reported.